Event description:
As reported by the sapphire registry, the patient became bradycardic and hypotensive during stent deployment. The patient expired approximately seventeen days post index procedure. The patient is a (B)(6) female who was enrolled in the sapphire study for carotid stenting. Patient's medical history included hyperlipidemia, history of smoking, diabetes mellitus, and hypertension. The target lesion location was the proximal left internal carotid artery (ica). Tortuosity and calcification of the vessel are unknown. The rate of stenosis was 95%. An angioguard (501814rmc/ lot 71210517) embolic protection device was deployed distal to the lesion and the lesion was pre-dilated. A precise (pc0840rxc/ lot 15374610) stent was successfully deployed in the lesion. During deployment, the patient became bradycardic and hypotensive. She was quickly post dilated with a 5 x 40 balloon. The angiogram showed no evidence of clot burden within the carotid stent or distal. There was good flow, so the angioguard device was then retrieved and the sheath was then backed down into the aorta. The patient then recovered after a dose of robinul. The patient was then awakened and transferred back to the recovery room in stable condition. The patient was discharged the same day with aspirin and clopidogrel prescribed. Seventeen days post index procedure, the patient expired. As stated on the death certificate, the cause of death was sudden cardiac death. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #s 9616099-2012-00208 and 1016427-2012-00031.

Manufacturer narrative:
As reported by (B)(4) registry, the patient became bradycardic and hypotensive during stent deployment. The patient is a (B)(6) female who was enrolled in the (B)(4) study for carotid stenting. Patient's medical history includes hyperlipidemia, smoking, diabetes mellitus, and hypertension. The target lesion location was the proximal left internal carotid artery (ica). Tortuosity and calcification of the vessel are unknown. The rate of stenosis was 95%. An angioguard was deployed distal to the lesion and the lesion was pre-dilated. A precise stent was successfully deployed in the lesion. During deployment the patient became bradycardic and hypotensive. She was quickly post dilated with a 5 x 40 balloon. The angiogram showed no evidence of clot burden within the carotid stent or distal to it. There was good flow, so the angioguard device was retrieved and the sheath was backed down into the aorta. The patient recovered after a dose of robinul. The patient was then awakened and transferred back to the recovery room in stable condition. The patient was discharged the same day with aspirin and clopidogrel prescribed. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2012-00208 and 1016427-2012-00031.